Manufacturer narrative:
(B)(4). Batch # p5692k. Device evaluation: the analysis results found that the ntlc75 instrument was received with no apparent damage and with a cartridge reload loaded on the device. The cartridge reload was received fully fired. In addition both gripping surfaces broken off making the reload nonfunctional. The device was tested for functionality with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. Although no conclusion could be reach as to what may have caused the found damage of the cartridge, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. In addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and identified a defect/issue but was not related to the reported incident were found. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the cartridge could not be removed from the device since the cartridge was cracked. Another device was used to complete the case. There were no adverse consequences to the patient.